Event description:
During an attempt to advance a coronary stent with delivery system to the target lesion site in the pt's ostial left anterior descending artery, guidewire support was lost. Upon withdrawal of the sds, the stent became dislodged from the balloon catheter and embolized in the aorta. Attempts to retrieve the stent utilizing a microsnare were unsuccessful. Stent subsequently became dislodged from the microsnare and embolized in the peripheral circulation. There were no clinical sequelae reported relative to this event.